Manufacturer narrative:
Mesh exposure - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a vaginal hysterectomy and an obturator sling procedure in 2008. One week after the procedure, the patient experienced bleeding from her vagina. The patient was found to have mesh exposure in the left vagina. Surgical intervention is planned for 2010.